Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a cystocele repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio device misfired inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown; however, it was reported the patient was over 18 years. Blocks f10 and h6: problem code of 2532 captures the reportable event of capio device misfired. Block h10: visual analysis showed that the device did not have any visual failure. During functional analysis, the carrier was actuated three times and it could be extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle could be entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation determined that the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a cystocele repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio device misfired inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.